Event description:
It was reported that scale marking error was found before use with a syringe 50ml ll tip 1ml. The following information was provided by the initial reporter, "50 ml syringes I have opened. The staff thought it was funny that multiple were ¿blank¿. I will note that the 50 ml syringes were completely blank."

Manufacturer narrative:
The following fields have been updated due to additional information: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that scale marking error was found before use with a syringe 50ml ll tip 1ml. The following information was provided by the initial reporter, "50 ml syringes I have opened. The staff thought it was funny that multiple were ¿blank¿. I will note that the 50 ml syringes were completely blank." D.1. Medical device brand name: syringe 50ml ll tip 1ml. D.3. Medical device manufacturer: bd medical (bd west) medical surgical. D.4. Medical device catalog #: 309653. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: bd medical (bd west) medical surgical. G.5. PMA / 510(k) #: k980987. H.6. Investigation: two photos were provided. The photos show the syringes with no scale markings. After the molding process the barrel goes to a scale printing process. In this case a jam may have occurred inducing the missing printing. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found before use with an unspecified bd syringe. The following information was provided by the initial reporter, "50 ml syringes I have opened. The staff thought it was funny that multiple were ¿blank¿. I will note that the 50 ml syringes were completely blank."